Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. This issue could be related to the reported event. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation during returned product analysis. It was initially reported by the customer that at the time of insertion of the dilator into the sheath, the dilator could not be inserted into the sheath. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath - small to another one. There was no patient consequence. Additional information received indicated the valve was not damaged, there was no occlusion when irrigating the sheath, the sheath was not blocked but the dilator could not be moved through the sheath. The customer¿s reported ¿obstructed sheath¿ issue is not considered to be MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 29-jul-2021, the bwi pal received the complaint device for evaluation. On (B)(6) 2021, pal revealed that a visual inspection of the device found the hemostatic valve is dislodged inside the hub of the device. This finding was reviewed and determined this is an MDR reportable malfunction.